Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (removed/replaced within initial procedure). If explanted; give date: n/a (replaced within initial procedure). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the intraocular lens (iol) bent while inserting into the patient¿s eye. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on 11/20/2018. Device returned to manufacturer: yes. Device evaluation: the returned za9003 lens was received inside the lens case in the original folding carton. The lens was observed under microscope 10x magnification. The lens was observed with a detached loop(haptic). The other loop was observed in good condition. The condition of the lens is typically related with the removal process of the lens. The complaint as haptic damaged was not verified, however detached haptic was verified. A product deficiency could not be determined. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use(dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.